Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set was inserted incorrectly with the cartridge oriented backward and the ilet connector misapplied, resulting in a bent or broken infusion needle and an interruption of insulin delivery; the user later reconnected to the ilet and insulin delivery resumed. Symptoms included elevated blood glucose, with a reported value of 210 mg/dl. Outcomes included temporary interruption of therapy that required the user to obtain a new infusion set and reconnect the system. Investigation included technical support troubleshooting and a request for the infusion set lot number. Investigation of this case revealed user setup error leading to infusion set damage and improper connection. It was concluded that the event resulted from user error during infusion set and cartridge insertion, with device function restored after proper replacement and reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.